Event description:
The customer reported the system was shutting down. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The uninterrupted power supply (ups) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.